Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4). Lot# 16110749m.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® uni-directional navigation catheter (lot# 16110749m), and a char device malfunction occurred. The procedure was completed without patient consequence, but the physician noticed char on the tip of the complaint catheter when it was withdrawn from the patient¿s body. The product has not been returned. The product investigation is pending.